Manufacturer narrative:
Device not returned for eval. No lot number was provided for further investigation.

Event description:
It was reported that during a total knee replacement that the blade broke at the blade mount. It was further reported that the broken piece was retrieved and that the procedure was completed successfully with another device which was readily available.